Manufacturer narrative:
The returned 00mlx light source is in used condition with a failing power supply due to wear. The reported complaint is confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that 00mlx light source does not power on and had blown fuses. Power inlet and fuses were replaced but still unit does not turn on. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.